Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007, inratio >7.5, lab >10.0, mean unable to determined confidence limits. Confidence limits: unable to be determined; date: one day later, inratio 3.1, 3.4 lab >7.5, >7.5, mean unable to be determined. Confidence limits: unable to determine. Per internal procedure, the mean of the inratio meter and comparative system inr cannot be calculated the lab values are >7.5 or >10.0, plus the inratio value is >7.5 for the previous day. Per tr, the first set of readings is considered accurated based on "area outside the acceptance region" table. The 2nd and 3rd data set are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.1, second test inr = 3.4. Caller alleges inaccuracy with inratio. Results as follows: date: in 2007, inratio >7.5, lab >10.0; date: one day later, inratio 3.1, 3.4, lab >7.5, >7.5.